Event description:
We have been using a chemotherapy preparation and infusion product from ICU medical called the clave since (B)(6) 2010. We have experienced a major problem with the device over this time which started very early on. The company informed us that the problem was specifically with the "spinning spiros, closed male connector" part of the product. The device was causing small, plastic, "grain of sand size" particles to break off and potentially enter the infusion tubing during chemotherapy preparation. When this issue was first brought to ICU medical's attention, the company informed us that the problem would be corrected since we were using some old "bad" lot numbers. They came in and changed out our stock with some "good" lot numbers of the product and took away all of the old lots. Over the course of the next several weeks we noticed the same problem occurring with the product. This small plastic particulate was showing up again which could cause serious harm to the patient if it entered the bloodstream. (B)(4). The representatives from ICU medical were not helpful in getting the issue resolved or giving us information that explained what happened. They created a sense of frustration amongst the nursing and pharmacy staff and management. We subsequently pulled the product from use at our institution and asked the company representatives to not contact us unless we decided to contact them. The "bad" lot numbers of the "spinning spiros" -part #20130-01- that ICU medical provided to us via email over the course of this issue (B)(4).